Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. In 2009, the reporter/layperson (pt's wife) complained that the pt had been unable to obtain a blood glucose result for the past two days, since two days prior. The reporter alleged that after the pt applied blood to the test strip, the onetouch ultramini meter continued to prompt apply sample. Reportedly, the pt was using the correct technique. During the troubleshooting, the meter continued to display apply sample after the pt applied blood for the cca. The evening of the following day, the pt informed the reporter that he did not feel well and was sweating. The pt neither self treated or received medical intervention. Although, the pt injects a set amount of insulin, the reporter did not provide the name, amount, or whether he continued taking it when unable to test. The reporter alleged no harm. Although, the pt did not self-treat, because he displayed a symptom (sweating) that is consistent with low blood glucose after the alleged issue began, the complaint is reported. The cca replaced meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.